Event description:
During the procedure, the physician was unable to cross the target lesion with the 3.0x23mm cypher select+ stent. The target lesion was located in the proximal left circumflex branch. The lesion was described as 99% stenosed with heavy calcification. The reference vessel was highly tortuous. A zenyte jl4 was engaged to the target lesion and a suoh guide wire crossed the target lesion. The lesion was pre-dilated with a 2.5x15mm lacrosse balloon. The physician delivered the cypher select+ stent to the target lesion; however, the stent did not cross the lesion after several attempts. The procedure was successfully completed with balloon angioplasty without patient injury. There were no anomalies with the product prior to use. The device has been returned for analysis, and it was noted with uplifted struts on proximal end of stent. The physician did not indicate any resistance while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. The system was removed and re-inserted several times. It was not indicated if excessive force was applied to the device during insertion or withdrawal. It was unknown when the strut uplift occurred.

Manufacturer narrative:
Concomitant devices include medtronic inflation device, suoh guide wire, zenyte jl4 guiding catheter, and 2.5x15mm lacrosse balloon catheter. It was initially reported that during a procedure the physician was unable to cross the target lesion with a 3.0x23mm cypher select+ stent after multiple attempts. The product was removed without difficulty and returned for evaluation. During product analysis, the proximal stent struts were found uplifted. The target lesion treated during the index procedure was the proximal left circumflex branch. The lesion was described as 99% stenosed with heavy calcification. The reference vessel was highly tortuous. A zenyte jl4 was engaged to the target lesion and a suoh guide wire crossed the target lesion. The lesion was pre-dilated with a 2.5x15mm lacrosse balloon. The physician delivered the cypher select + stent to the target lesion; however, the stent did not cross the lesion after several attempts. The procedure was successfully completed with balloon angioplasty without patient injury. There were no anomalies with the product prior to use. The physician did not indicate any resistance while passing the stent deployment system through the guiding catheter. There was no resistance experienced while tracking the stent deployment system to the lesion. The system was removed and re-inserted several times. It was not indicated if excessive force was applied to the device during insertion or withdrawal. It was unknown when the strut uplift occurred. One non-sterile cypher select + (B)(4) 3.0 x 23 mm was received coiled inside two plastic bags. One kink was found at 133 cm from the distal end and 6 bents were observed at 49, 59, 79, 91, 103 and 115 cm from the distal end. The stent was damaged and found placed between the marker bands. The crossing profile for the distal and middle sections of the stent was found within specification. The proximal area was not measured due to stent damage. During microscopic analysis damage could be observed at proximal area of stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be directly correlated to the reported complaint. The exact cause for the stent struts failure found during fal could not conclusively be determined. Inspections are in place to prevent damaged products from leaving the facility. Neither the DHR review nor the product analysis suggests that the reported failures and stent damages could be related to the manufacturing process of the unit and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility. There are possible vessel characteristics (heavy calcification) and the repeated attempts to cross the lesion conducted may have contributed to the failure.